Event description:
Drive devilbiss healthcare is the initial importer of the device which is a commode. The device is unavailable for evaluation as it has been discarded by the end-user. A picture was supplied of the issue. We are reporting this incident in an overabundance of caution. Commode chair failed at the welds. The end-user was sitting on the toilet bowl and the weld broke. The toilet seat fell through and the end-user fell to the ground. End-user believes the fall exacerbated the injury. His knee is now swollen and achy. Due to covid medical treatment has not been sought.. He had a video call with his doctor advised him to take 2 - 4 tylenol a day. He has been icing his knee.